Event description:
On (B)(6) 2010 patient reported hyperglycemia over the previous two days. Target blood glucose is 120 mg/dl. Patient is concerned infusion device is not delivering the correct amount of insulin. Patient noticed air bubbles in the insulin cartridge within hours following cartridge change. Patient primed air bubbles from cartridge and blood glucose continued to stay elevated. Patient bolused before bed. When she woke, her blood glucose was 600 mg/dl. Patient then delivered insulin by injection and blood glucose lowered to 90 mg/dl. Company representative assisted with priming 25 units through infusion set tubing. No insulin came out of tubing. Patient changes infusion set needle every 8-10 days. Educated patient to change needle per manufacturer recommendation. Patient switched to backup infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. Infusion device and cartridge were replaced and requested for evaluation. Infusion set and adapter were requested for evaluation.